Event description:
It was reported, that patient kept getting a downstream occlusion. Which, stopped it from priming. There was no patient harm or intervention required. And the product was disposed of by patient. So it cannot be returned.

Manufacturer narrative:
E1: (B)(6). H3: device was not returned for root cause analysis. Customer provided two videos that show cadd infusion pump priming and the message ¿downstream occlusion cleared¿ appeared on the screen. In the videos is not possible to identify, the sample used to perform the test on the cadd infusion pump. The failure mode reported in the complaint was not confirmed, since the sample complaint was not returned to perform the functional test. And the videos only show the cadd infusion pump.